Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Three nst episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016. The 510 v-sics since last session 417 days ago. Lead failure predictor triggered on (B)(6)2016 for v-sics and nsts.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to an elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.